Event description:
It was reported that the pt had problems with hearing sensation since implantation in 2004. He has no longer had any hearing sensation for the past several months. Testing showed good results. However, an x-ray examination carried out in 2008, showed that the electrode array was no longer in the cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.